Event description:
The customer reported that the device had an intermittent problem with the screen freezing. No patient harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that the device had an intermittent problem with the screen freezing. No patient harm was reported. The system gave the appearance that it was working, however, the waves and parameter values were not updating. In some cases the clock (time) does not update and the mouse and keyboard do not respond. The clinician would not know if the information displayed is up to date or stagnant data since it is not obvious that there is a malfunction, also, there may not be visual or audible alarms at the central when this failure occurs. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.